Event description:
The reporter alleges the presto up&up meter measured her blood-glucose too high compared to her symptoms. The readings from the up&up meter are entered into her insulin pump. The reporter alleges the presto up&up meter read 130, 113, 126 mg/dl while she was experiencing symptoms she claims were indicative of the low 60's. She reported administering 2x the dose of an unspecified medicine and felt better.

Manufacturer narrative:
The meter was requested and has been returned to the MFR. Confirmation testing shows the meter to be operating within specification. The test strip lot DHR was referenced and the lot cleared qc for release. The meter readings nor insulin dosed was not provided. The meter date and time was not set. This caused many of the readings to be stamped with the incorrect date and time. Based on the limited info provided, the root cause of the event cannot be determined. Some factors that may have contributed to the event include: environmental, medical or testing conditions. Insulin may have contributed to the event. No remedial action will be initiated because system failure could not be confirmed. This event will continue to be trended.